Event description:
It was reported that during an unk procedure, the detachable ahead assembly and body of the circular stapler couldn't be linked up. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time. Serial number=na.